Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply circuit was replaced and the descent limit stop was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the temperature warning light had come on, and the system locked up. No patient injury was reported.